Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to 400 mg/dl. In addition the patient reports while delivering a bolus they had received an occlusion alarm. Symptoms reported include extreme thirst, nausea, dizzy, frequent urination, and a headache. The patient removed the pod prior to calling for an ambulance. Upon arrival of the paramedics the patient was treated with a manual shot of insulin and fluids. The patient reports being with the paramedics for 15 minutes. The patient did not go to the hospital.